Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that positive architect i2000sr bhcg results of 42.78 and 48.57 miu/ml were questioned for a patient that is part of a clinical study and has rheumatoid arthritis. The sample was tested using elecsys method and the result was negative. The customer stated that the positive architect bhcg results are not consistent with the clinical background. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The customer indicated that the specimens in question were from a group of patients from a clinical study of patients with rheumatoid arthritis. The customer suspected the presence of heterophilic antibodies and pretreated the samples with polyethylene glycol (peg) and found that the interference disappeared. The architect total b-hcg package insert addresses this issue under "limitations of the procedure". Based upon the available information, the most probable cause for the inconsistent results is heterophilic anitbodies. Architect b-hcg reagent, is performing as intended and meeting all of its safety, effectiveness and label claims. This is the final report.